Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the procedure to implant this system, while the physician was closing the pocket noise was noted on the right ventricular (rv) channel. Impedance, sensing and threshold measurements were stable. The physician was concerned about a potential lead issue and disconnected the lead and reconnected it to the device and put the device back in the pocket. Noise was observed again due to the pressure that was being put on the device. The physician replaced the associated rv lead as a lead issue was still suspected. However, after connecting the new lead to the device, the noise continued. Therefore, a new device was utilized and implanted. A boston scientific technical services consultant discussed the clinical observations with the caller and suspected air bubbles in the device header. The consultant recommended to closely inspect the seal plug for the rv lead setscrew to confirm there is no damage. The consultant informed the caller that the air bubbles will go away with time as the pressure equalizes. No adverse patient effects were reported.